Event description:
It was reported by the rep the device was used during a laparoscopic tubal ligation. It was reported in the columbus dispatch (newspaper) a pt's death occurred during a laparascopic tubal ligation. The ethicon, inc. Suture rep notified the "ees" rep of the article. Rep contacted the surgery center and asked if ees products were involved. The rep was advised no info could be provided and would not acknowledge or deny if ees products were involved.